Event description:
It was reported that an asymptomatic patient presented to the ER after receiving a patient notifier for non sustained lead noise due to post-paced t-wave oversensing on a near field channel. Sensing latency between near field and far field channel resulted in non-sustained lead noise trigger. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.